Manufacturer narrative:
The device was returned with the complaint for evaluation. Device photographic and visual examinations did not have any signs of visual damage. A review of the device history records did not find any deviations or anomalies. A functional test was performed/repeated on the device; all functional testing demonstrated evidence that the cable tensioner allows the cable to slip once it reaches 70 lbs of force. The device is used for treatment. The investigation concluded the complaint was verified during functional testing as the cable tensioner allows the cable to slip during usage; therefore, the full operational range of the cable tensioner was not functional. The root cause of the complaint is loss of functionality of the device due to wear over its 5.5 year lifetime. The device has reached the end of its useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Prior to surgery, the hospital staff tested equipment and noted that the tensioner doesn't provide enough tension to tighten the cable.